Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not power on. The customer stated that a charged battery was inserted into the device and it still would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device would not power on when using ac power; however, the device would power on when on dc power. Physio replaced the power supply assembly to resolve the issue for ac power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and found transistors, designators q1 and q2, were electrically shorted which caused the ac to be inoperative. The device was able to monitor ECG and deliver therapy on dc power.